Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient got device to cover pain in their legs and now something wasn't working right because all of a sudden they were having trouble with their right leg and they weren't getting pain relief in it. The patient said that they used to be able to do activities like golf but now because the pain had gotten so bad they were walking with a cane. The patient said they knew the pain in their leg was coming from their back and that the stimulator was supposed to catch that pain but wasn't. The patient stated they had to put thermo care heat wraps on their back muscles to calm the pain in their leg. The patient said they thought their right hip was causing issue because it was replaced but the patient went to the healthcare professional (hcp) that replaced the hip and was informed that the hip was fine and wasn't the cause of the pain. Prior to call, the patient hadn't made any adjustments, so during call the patient increased the stimulation on both of the programs. The patient said this didn't yet resolve the issue and that they felt stimulation in their back (also where they needed it) but not to where they needed it in their leg. The patient was directed to their hcp. No further complications were reported/anticipated.